Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the optical signal loss was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported a console failure alarm during support. The device was replaced with no reported harm or injury to the patient.